Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was over delivering. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer¿s current blood glucose level was at unknown. Customer was treated with food. Customer stated that the drive support cap was flush. Customer was alleging for over delivering because customer went low after correction. The insulin pump will be and reservoir will not be returned for analysis.